Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels exceeded 500 mg/dl while wearing the pod between 1 and 4 hours. The cannula dislodged from the infusion site (arm). As treatment for hyperglycemia, a manual injection of insulin (5u) was delivered and a new pod was applied. The patient's blood glucose and insulin history are as follows: (B)(6).

Manufacturer narrative:
The pod was received with cannula assembly fully deployed. Inspection of the cannula assembly and needle mechanism assembly found no evidence of any damage or manufacturing deficiencies that would result in cannula dislodge. A root cause for the reported cannula dislodge could not be determined. The pod download data showed an 0x31 alarm generated. No occlusion alarm was found in the data. During investigation, the pod was successfully paired to a pdm, and completed priming and a 5u bolus. No damages or defects in the device were found that would cause a failure to deliver insulin. Generation of the hazard alarm stopped the delivery of insulin. The actual root cause of 0x31 hazard alarm could not be determined. Cracks were observed on the top housing. It could not be determined when these cracks occurred. Inspection of the device along with the data suggest that the cracks had no effect on the device's functionality of insulin delivery.